Event description:
Related manufacturer reference number:(B)(4) it was reported the patient presented for implant procedure. During surgery, the delivery catheter prematurely separated from the leadless pacemaker (lp) after positioning. The lp was left in place. The delivery catheter was inspected after removal where only one tether was visible during tether mode. The patient was in stable condition.